Event description:
It was reported that there was undersensing on the atrial lead. The sensitivity was programmed to 0.6mv and the polarity was changed to bipolar. The lead remains in use. It was noted that the patient is taking part in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.